Event description:
Nellcor puritan bennett received a call from source on 9/2/1998. Source called to report the following problem: all leds on with constant single tone alarm and no volume being delivered.